Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported elevated blood glucose readings from 355 - 375 mg/dl with his normal range being 100 - 150 mg/dl. He stated, he felt "very sick" and corrected his blood glucose levels by bolusing through his insulin infusion device and giving himself an injection of insulin. To troubleshoot, the patient was instructed to disconnect from his infusion device and bolus through his infusion set tubing which went through without error. The patient was then instructed to remove his headset and examine it and he discovered the cannula was bent. He was advised to immediately change his headset. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.